Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose 3 times in the last 6 days, going as low as 27 mg/dl. On april 22, 2018 they had blood glucose of 38 mg/dl at the time of the incident. The customer was at 348 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as sweating. The customer's current high was due to treating for the low and manual injections. The customer was wearing the insulin pump during the incident. The customer states the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.